Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's pacemaker presented with oversensing that led to inhibition of pacing and noise reversion for a pacemaker dependent patient. No changes were made. There were no patient consequences.